Event description:
A nurse reported that the system's touch screen was frozen during a cataract with iol (intraocular lens) implant procedure; the case was unable to be completed. The pt had received an anesthetic block. There were two cases canceled as a result of the event.

Manufacturer narrative:
The company rep examined the system and observed that the touchscreen would intermittently freeze up. The company rep found that the display would turn pink or blank out depending on how the display was positioned, or when physically moving the cable internally at the display head. The company rep also found the dvi (digital video interface) cable was compromised and showed wear at the pivot point of the display head. The remote control was also found to work intermittently, possibly causing the touchscreen to "think" a key was stuck down on the remote from the last command. The company rep replaced the display sub-arm assembly, the touchscreen, and the remote control. The system was then tested adn met product specifications. The replaced display sub-arm assembly, the touchscreen, and the remote control were returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).